Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead has high shock lead impedance (sli). The rv lead impedance measurements had been around 100-127 ohms for about a year. Technical services discussed possible troubleshooting options. The physician was going to decide over a commanded shock or lead replacement. No adverse patient effects were reported.